Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05432. It was reported a perforation occurred resulting in a pericardial effusion and tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device and delivery system (wds) was used, but a second wds was required. The second wds (27mm) was advanced through a watchman ® access system (was) and deployed. It was then noticed a pericardial effusion occurred. The closure device was quickly recaptured and the pericardial effusion continued to increase. The was deep in the appendage prior to deployment; the physician said he was not meeting any resistance. The effusion was big enough to require a pericardiocentesis, but when the physician was trying to gain pericardial access, he punctured the right ventricle (rv) which then led to a larger effusion and tamponade. The patient's heparin was reversed. The pericardial effusion was eventually resolved after pulling blood off. There were no further patient complications and the patient's condition was stable.